Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), swelling ("swelling"), pyrexia ("fever"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (uterus, cervix and fallopian tubes were removed together with essure in autumn 2016). Essure was removed in 2016. At the time of the report, the pelvic pain had resolved and the weight fluctuation, swelling, pyrexia, nausea and fatigue was resolving. The reporter considered fatigue, nausea, pelvic pain, pyrexia, swelling and weight fluctuation to be related to essure. The reporter commented: she had everything well for a year after insertion. The symptoms were found out for several years in different examinations but when it started to reveal that reason is essure, things proceeded quickly. She also tells anyway that has not yet completely recovered, got besides hypothyroidism and fibromyalgia. The pain is not anymore included in her normal daily life and she feels that she is more energetic even the hypothyroidism is not yet under control. Case was found in lay press newspaper while media monitoring. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-jun-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3021 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.